Manufacturer narrative:
No gtin available and lot number. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spinal fusion. Tip of cutter unserviceable. Nil delay or nil adverse outcomes related to instruments reported. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report. No further information will be forthcoming. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.